Event description:
It was reported that the patient presented in clinic. Upon interrogation, the patient's implantable cardiac monitor exhibited post-sensed t-wave oversensing. Programming changes were made. The patient was stable throughout.